Manufacturer narrative:
The device, was used in treatment has been returned for evaluation. Establishing a relationship between the reported event. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed battery would not hold a charge when ac plug was connected. Further investigation revealed that the root cause was a failed battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment, the pump failed and could not be turned back on. It is unknown if there was a backup available to continue with the treatment. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.